Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, on the lay user/patient contacted lifescan USA alleging that the control solution results were below the expected control solution range. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition; the test strips involved with this complaint have also been further evaluated and they were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.